Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: burn probable root cause: inappropriate selection of power by user, wrong default setting, power output variation use error the device manufacture date is not known. (B)(4).

Event description:
It was reported that during shoulder surgery the patient was burned. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that during shoulder surgery the patient was burned. The procedure was completed successfully.